Event description:
Complainant alleged that while attempting to analyze an already deceased patient (age & gender unknown) in asystole, the device displayed an "AED paused" message. Complainant indicated that the patient expired prior to the electrode pads being attached to the patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.